Event description:
It was reported that the normothermia pediatric intensive care unit traumatic brain injury (picu tbi) patient was on the arctic sun device at 34c was started several hours then. The nurse reported that the patient was taken to computed tomography (CT) and the patient temperature had dropped below the 34c target when the patient returned. The nurse wanted to be made sure the device was functioning properly. The patient temperature was 33.8c (rectally), target temperature was 34.5c, water temperature was 32.4c, flow rate was 1.6lpm. The rectal probe was connected to the arctic sun device, esophageal probe to overhead monitor reading 34.4c. One neonatal pad was under the patient and one small universal pad around the patient's abdomen. The event log showed no alarms or alerts. The normothermia rewarm reads o rewarm at 0.5c/hour and reservoir level were 3 bars. Mss advised that the device was responding appropriately to changes in the patient's temperature however, due to the rewarm setting of 0.5c/ hour, the device would only rewarm patient up to the target temp at 0.5c/hour and that explains the delay in warming the patient up to the target temperature. Per esophageal probe patient was essentially at target. Also discussed how the rectal temperature would lag behind the esophageal temperature.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable.

Event description:
It was reported that the normothermia pediatric intensive care unit traumatic brain injury (picu tbi) patient was on the arctic sun device at 34c was started several hours then. The nurse reported that the patient was taken to computed tomography (CT) and the patient temperature had dropped below the 34c target when the patient returned. The nurse wanted to be made sure the device was functioning properly. The patient temperature was 33.8c (rectally), target temperature was 34.5c, water temperature was 32.4c, flow rate was 1.6lpm. The rectal probe was connected to the arctic sun device, esophageal probe to overhead monitor reading 34.4c. One neonatal pad was under the patient and one small universal pad around the patient's abdomen. The event log showed no alarms or alerts. The normothermia rewarm reads o rewarm at 0.5c/hour and reservoir level were 3 bars. Mss advised that the device was responding appropriately to changes in the patient's temperature however, due to the rewarm setting of 0.5c/ hour, the device would only rewarm patient up to the target temp at 0.5c/hour and that explains the delay in warming the patient up to the target temperature. Per esophageal probe patient was essentially at target. Also discussed how the rectal temperature would lag behind the esophageal temperature. Per follow up information received via email on 21-jan-2022, there are no concerns with the function of the arctic sun system and was not disclosed by clinician whether the the patient dropped the temperature after reaching the target and therapy completed. The issue was resolved on education delivered on the expectation of arctic sun and patient therapy.